Event description:
As reported (B)(6) 2014, (B)(4)), a patient of unknown age and gender presented for an angiographic procedure. During the procedure, when the treating physician was injecting contrast into the angiographic catheter, the hub of the catheter detached from the catheter shaft, causing contrast and blood to splash onto the medical staff and into the sterile workspace. The procedure was completed with a new of the same device. The patient was unharmed, though there was a minor delay while a new catheter was placed. There is no known pathogen exposure to date. It was reported the disposable device is not available for return to the manufacturer for evaluation as it was disposed of by the year.

Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device evaluation. The reported complaint description could not be confirmed. The root cause for the reported complaint description cannot be determined. Although a root cause cannot be determined, this defect does not appear to be a result of any manufacturing deficiencies. A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, each piece is two times inspected for defects on the hub and a static pressure test is performed. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).